Event description:
It was reported that "the device separated into three parts when the doctor was attempting to position and/or remove the uterus. There was no pt injury but the procedure was altered. Initial plan was to perform a partial hysterectomy but a full hysterectomy was done."